Manufacturer narrative:
Additional narrative: (B)(4). The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a posterior cervical fusion surgical procedure, it was discovered that the attachment device was making black marks on the cutter devices. The reporter stated that the issue was not cleaning related but was worn out bearings. The reporter stated that the issue was identified as worn out bearing as the black marks were clearly delineated black rings on the burr shaft. It was reported that there were no physical failures experienced by the surgeon and there was no performance degradation; the deficiency alleged was specifically that the worn bearings left the black rings on the bur shaft. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter confirmed that there was no adverse event associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.